Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), diverticulitis ('diverticulitis,'), autoimmune thyroiditis ('hashimoto's thyroiditis') and breast cyst ('surgery (other) type of surgery:breast aspiration of cyst at 8 o'clock in the right breast') in a (B)(6) year-old female patient who had essure (batch no. A60610, a50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, menses irregular, nausea, constipation, pap smear abnormal, hypertension, hypothyroidism and irritable bowel syndrome. Concomitant products included amfetamine (amphetamine), buspirone, estradiol (estrace), hydrochlorothiazide, lisinopril, lorazepam, propranolol and thyroid (armour thyroid). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroid"). On (B)(6) 2013, the patient experienced breast tenderness ("breast tenderness") and breast pain ("breast pain"), 3 months 9 days after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced diverticulitis (seriousness criterion medically significant), palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea,"), fatigue ("fatigue,"), alopecia ("hair loss"), ovarian cyst ("ovarian cyst") and abdominal distension ("bloating,"). In (B)(6) 2014, the patient experienced anxiety ("anxiety attacks"), migraine ("migraines"), headache ("headaches,") and mood swings ("mood"). In (B)(6) 2014, the patient experienced breast mass ("breast nodule"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced thyroid disorder ("autoimmune disorder type of disorder: thyroid"). In (B)(6) 2016, the patient experienced myalgia ("neurological conditions or problems type: muscle pain"). In (B)(6) 2017, the patient experienced diplopia ("vision/eye problems type: double vision"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), bone pain ("bone pain"), flank pain ("left flank pain"), flatulence ("gas on stomach"), autoimmune thyroiditis (seriousness criterion medically significant) and breast cyst (seriousness criterion medically significant). The patient was treated with breast aspiration of cyst at 8 o'clock in the right breast and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, diverticulitis, vaginal haemorrhage, menorrhagia, anxiety, breast mass, thyroid disorder, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, myalgia, dysmenorrhoea, dyspareunia, mood swings, fatigue, alopecia, ovarian cyst, abdominal distension, breast tenderness, uterine leiomyoma, breast pain, diplopia, back pain, bone pain, flank pain, flatulence and autoimmune thyroiditis outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, back pain, bladder disorder, bone pain, breast cyst, breast mass, breast pain, breast tenderness, diplopia, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, flatulence, headache, menorrhagia, migraine, mood swings, myalgia, nausea, ovarian cyst, palpitations, pelvic pain, thyroid disorder, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2013: results of your essure confirmation test: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: interpretation: transabdominal and transvaginal imaging is performed the uterus measures 10.6 cm and contains 2 fibroids tumors. The largest measures 2.6 cm the endometrial stripe is .thickened at 12 mm. There is a complex cyst present on the left ovary measuring about 3.1 cm. This appears stable from the CT scan performed earlier today. The contents of the cyst are moderately anechoic without internal vascularity identified the right ovary appears normal. No free fluid is seen. Conclusion: complex left ovarian cyst. Follow-up recommended to confirm resolution. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : breast tenderness, breast pain, left lower quadrant pain , pelvic pain, menorrhagia, diverticulitis, ovarian cyst, uterine leiomyoma. Concerning the injuries reported in this case, the following one/ones were reported via social media - hashimoto's thyroiditis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received : aka name added, reporter added, lot number added, patient demographic added, essure removal date added, product indication updated. Event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), anxiety attacks, mood swings, thyroid disorder, bladder disorder, urinary tract disorder, migraines, headaches, palpitations, nausea, muscle pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), double vision, fatigue, diverticulitis, hair loss, ovarian cyst, bloating, breast tenderness, uterine fibroid, breast nodule, breast pain, diplopia, abdominal pain lower, back pain, bone pain, flank pain, flatulence, autoimmune thyroiditis. Events onset date, events severity, concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), diverticulitis ('diverticulitis,'), autoimmune thyroiditis ('hashimoto's thyroiditis') and breast cyst ('surgery (other) type of surgery:breast aspiration of cyst at 8 o'clock in the right breast') in a 42-year-old female patient who had essure (batch no. A60610-inv, a50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, menses irregular, nausea, constipation, pap smear abnormal, hypertension, hypothyroidism and irritable bowel syndrome. Concomitant products included amfetamine (amphetamine), buspirone, estradiol (estrace), hydrochlorothiazide, lisinopril, lorazepam, propranolol and thyroid (armour thyroid). On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroid"). On 2-may-2013, the patient experienced breast tenderness ("breast tenderness") and breast pain ("breast pain"), 3 months 9 days after insertion of essure. In june 2013, the patient experienced dyspareunia ("dyspareunia"). In november 2013, the patient experienced diverticulitis (seriousness criterion medically significant), palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea,"), fatigue ("fatigue,"), alopecia ("hair loss"), ovarian cyst ("ovarian cyst") and abdominal distension ("bloating,"). In january 2014, the patient experienced anxiety ("anxiety attacks"), migraine ("migraines"), headache ("headaches,") and mood swings ("mood"). In november 2014, the patient experienced breast mass ("breast nodule"). In january 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In november 2015, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"). In january 2016, the patient experienced myalgia ("neurological conditions or problems type: muscle pain"). In march 2017, the patient experienced diplopia ("vision/eye problems type: double vision"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problemsor changes"), urinary tract disorder ("bladder or urinary problemsor changes"), abdominal pain lower ("lower abdomina lpain"), back pain ("back pain"), bone pain ("bone pain"), flank pain ("left flank pain"), flatulence ("gas on stomach"), autoimmune thyroiditis (seriousness criterion medically significant) and breast cyst (seriousness criterion medically significant). The patient was treated with breast aspiration of cyst at 8 o'clock in the right breast and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on 9-jan-2017. At the time of the report, the pelvic pain, diverticulitis, vaginal haemorrhage, menorrhagia, anxiety, breast mass, autoimmune thyroid disorder, bladder disorder, urinary tract disorder, migraine, headache, palpitations, nausea, myalgia, dysmenorrhoea, dyspareunia, mood swings, fatigue, alopecia, ovarian cyst, abdominal distension, breast tenderness, uterine leiomyoma, breast pain, diplopia, back pain, bone pain, flank pain, flatulence and autoimmune thyroiditis outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune thyroid disorder, autoimmune thyroiditis, back pain, bladder disorder, bone pain, breast cyst, breast mass, breast pain, breast tenderness, diplopia, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, flatulence, headache, menorrhagia, migraine, mood swings, myalgia, nausea, ovarian cyst, palpitations, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-may-2013: results of your essure confirmation test : total bilateral occlusion. Ultrasound pelvis - on 04-feb-2015: interpretation: transabdominal and transvaginal imaging is performed the uterus measures 10.6 cm and contains 2 fibroids tumors. The largest measures 2.6 cm the endometrial stripe is .thickened at 12 mm. There is a complex cyst present on the left ovary measuring about 3.1 cm. This appears stable from the CT scan performed earlier today. The contents of the cyst are moderately anechoic without internal vascularity identified the right ovary appears normal. No free fluid is seen. Conclusion: complex left ovarian cyst. Follow-up recommended to confirm resolution.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : breast tenderness, breast pain, left lower quadrant pain , pelvic pain, menorrhagia, diverticulitis, ovarian cyst, uterine leiomyoma. Concerning the injuries reported in this case, the following one/ones were reported via social media - hashimoto's thyroiditis. Lot number reported (a60610) is invalid. Lot number: a50510 manufacture date: 2012-09 expiration date: 2015-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), diverticulitis ('diverticulitis,'), autoimmune thyroiditis ('hashimoto's thyroiditis') and breast cyst ('surgery (other) type of surgery:breast aspiration of cyst at 8 o'clock in the right breast') in a 42-year-old female patient who had essure (batch no. A60610-inv, a50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, menses irregular, nausea, constipation, pap smear abnormal, hypertension, hypothyroidism and irritable bowel syndrome. Concomitant products included amfetamine (amphetamine), buspirone, estradiol (estrace), hydrochlorothiazide, lisinopril, lorazepam, propranolol and thyroid (armour thyroid). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroid"). On (B)(6)2013, the patient experienced breast tenderness ("breast tenderness") and breast pain ("breast pain"), 3 months 9 days after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced diverticulitis (seriousness criterion medically significant), palpitations ("blood or heart disorder/condition type: palpitations"), nausea ("nausea,"), fatigue ("fatigue,"), alopecia ("hair loss"), ovarian cyst ("ovarian cyst") and abdominal distension ("bloating,"). In (B)(6) 2014, the patient experienced anxiety ("anxiety attacks"), migraine ("migraines"), headache ("headaches,") and mood swings ("mood"). In (B)(6) 2014, the patient experienced breast mass ("breast nodule"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"). In (B)(6) 2016, the patient experienced myalgia ("neurological conditions or problems type: muscle pain"). In (B)(6) 2017, the patient experienced diplopia ("vision/eye problems type: double vision"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problemsor changes"), urinary tract disorder ("bladder or urinary problemsor changes"), abdominal pain lower ("lower abdomina lpain"), back pain ("back pain"), bone pain ("bone pain"), flank pain ("left flank pain"), flatulence ("gas on stomach"), autoimmune thyroiditis (seriousness criterion medically significant) and breast cyst (seriousness criterion medically significant). The patient was treated with breast aspiration of cyst at 8 o'clock in the right breast and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, diverticulitis, bladder disorder, urinary tract disorder, migraine, headache, back pain, bone pain, flank pain, flatulence and autoimmune thyroiditis outcome was unknown and the vaginal haemorrhage, menorrhagia, anxiety, breast mass, autoimmune thyroid disorder, palpitations, nausea, myalgia, dysmenorrhoea, dyspareunia, mood swings, fatigue, alopecia, ovarian cyst, abdominal distension, breast tenderness, uterine leiomyoma, breast pain, diplopia, abdominal pain lower and breast cyst had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, autoimmune thyroid disorder, autoimmune thyroiditis, back pain, bladder disorder, bone pain, breast cyst, breast mass, breast pain, breast tenderness, diplopia, diverticulitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, flatulence, headache, menorrhagia, migraine, mood swings, myalgia, nausea, ovarian cyst, palpitations, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results of your essure confirmation test : total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: interpretation: transabdominal and transvaginal imaging is performed the uterus measures 10.6 cm and contains 2 fibroids tumors. The largest measures 2.6 cm the endometrial stripe is .thickened at 12 mm. There is a complex cyst present on the left ovary measuring about 3.1 cm. This appears stable from the CT scan performed earlier today. The contents of the cyst are moderately anechoic without internal vascularity identified the right ovary appears normal. No free fluid is seen. Conclusion: complex left ovarian cyst. Follow-up recommended to confirm resolution.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : breast tenderness, breast pain, left lower quadrant pain , pelvic pain, menorrhagia, diverticulitis, ovarian cyst, uterine leiomyoma. Concerning the injuries reported in this case, the following one/ones were reported via social media - hashimoto's thyroiditis. Lot number reported (a60610) is invalid. Lot number: a50510 manufacture date: 2012-09 expiration date: 2015-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-oct-2019: new pfs received- outcome of all events given in the source document from unknown to not recovered/not resolved were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.